Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm with the homechoice machine during dwell. The technical service representative (tsr) explained to the home patient (hp) to make sure he closed the clamps on unused lines and the hp stated he did not close the clamp on the final line or the extra supply line. The tsr explained the cause of the alarm and assisted the hp to start over with new supplies. The hp stated he would do a manual exchange. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the patient on (B)(6) 2010, who stated he did not recall the event, but stated he has been okay and has not needed medical attention. The patient continues to use the homechoice for peritoneal dialysis therapy to date. This complaint for a system error 2240 (air in set) that occurred during dwell was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).